Manufacturer narrative:
Block d: brand name was updated from "core" to "core integrated imaging system" to match the product label. Catalog # was updated from "300004330631" to "400-0100.02". Model number was updated from "core01" to "400-0100.02". Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks h3 & h6: at the customer site, a field service engineer replaced the core system power supply. The system met the specification for the performed service and now available for use. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that the core system lost power halfway through an emergent coronary procedure. The attempt to regain power lasted about 45 mins to an hour. The patient was transferred to another cath lab with an operating ivus. There was no report of patient harm. This adverse event and product problem is being submitted due to the system power outage, resulting in a delay of procedure.